Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high and unstable thresholds and undersensing during the placement attempt. The physician used an alternate lead due to placement difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.